Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and the programmer could not connect with the device. In addition, the electrocardiogram showed no pacing signal as the device had reached battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. If information is provided in the future, a supplemental report will be issued.